Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported excessive bleeding at the insertion site. The customer stated that she was taking blood thinner medication, and was afraid of getting a blood clot. The customer went to the doctor's office for assistance, and was advised to go to the emergency room due to the insertion site continuing to bleed. Nothing further was reported.